Manufacturer narrative:
Physio-control evaluated the customer's device, and duplicated the reported issue. Physio found one battery was completely depleted, and the battery clip was cracked. Physio replaced the batteries to resolve the reported issue, and performed other unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turns itself off when it is leaned back. There was no patient use reported with the event.